Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration and the force sensor plate was visibly damaged. The pump was primed successfully and exercised with no alarms occurring. Review of the pump history reveals loss of prime warnings associated with zero force.

Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration and the force sensor plate was visibly damaged.